Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient woke up at 6:15 am and noticed that his dexcom was showing reading high. He took about 25 units of insulin and went back to bed. No bg readings was taken at this time. At about 9:55 am, his son tried to wake him up as it was unusual for him to stay asleep at this time but he would not wake up. His son took his bg meter at this point and found it was 39 mg/dl. His wife, together with their son, called 911 and paramedics arrived at their house. The paramedics checked with bg meter when they arrived and his reading was 35 mg/dl. They treated the patient with IV 5% dextrose and glucagon pen. The patient refused further treatment and hospitalization. Before the paramedics left, his dexcom was already removed, and his bg meter was at 108 mg/dl. At the time of the report the patient was still feeling a little nauseated but fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.